Event description:
Rep reported that the device eroded through the patient's skin. In addition, the device felt a little rigid. Rep also reported that the surgeon explanted and implanted a new device in the same location.

Manufacturer narrative:
It has been communicated that the device and/or lot info is not available for eval. Without the device and/or lot info it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot info does become available, this complaint will be re-opened, evaluated and a f/u report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.